Event description:
It was reported that a lead alert triggered due to high impedance on the right ventricular (rv) lead. There was also oversensing and a fracture on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for lead failure predictor on (B)(6) 2012. The ventricular short interval count v-sic=78.5 counts avg/day, in 1.86 days, between (B)(6) 2012 and (B)(6) 2012. There were twelve ventricular non-sustained tachycardia (nst) events <=180 ms on (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance = 532 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012.